Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Six mos later, the MFR received a letter from the vad coordinator with a wave card and vent filter and the device was not returning since the hosp was going to use it as a demo. The letter stated that the pt had experienced intermittent drops in flows and stroke volume without device alarms. The pt's tee results were negative for right heart failure and valve incompetence. The pt received a heart transplant a week earlier. The vad coordinator was asked by the MFR to send back the device for analysis.